Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified as the reported event was not reproduced during inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source exhibited gray lines in the middle of the screen and power turns off by itself. The reported issue occurred during preparation for use prior to an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.